Manufacturer narrative:
Our in country business partner (bp) reported evaluating and calibrating the device however, the issue was not resolved but the bp was able to isolate the issue to the gas delivery engine (gde). The customer reported the suspect gde component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect gde for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported an intermittent high fio2 alarm, while in patient use . The customer reported no known patient harm was associated with this issue.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported oxygen calibration failing issue was duplicated in the laboratory setting however, the alarm behavior was not duplicated. The root cause of the reported issue is associated with a hardware design issue, which caused the device to fail the oxygen calibration. The issue has been address on a engineering correction order (eco) (B)(4) and CAPA (B)(4).